Event description:
It was reported that during an appendectomy procedure the device did not fire at all. No harm to patient occurred. No further details available. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab. The ets45 device was received for analysis with no visual non-conformances and with two cartridge reloads present. Cartridge b was received partially fired 1/2 and with the lockout damaged. Cartridge c was received partially fired 1/10 and with lockout normal. This condition is consistent with an incomplete or interrupted cycle. The device was tested for functionality using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.